Manufacturer narrative:
H6 - work order search: another similar complaint was reported for units within the same lot. H11: excessive vault is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angles. The lens remained implanted. Additional information has been requested but none has been forthcoming. There are multiple device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
Additional information: claim is not reportable and previous medwatch reports should be disregarded due to new information provided. Claim#: (B)(4).

Manufacturer narrative:
H11 - new information received again made this report medwatch reportable. Disregard previous supplemental indicating report is n/a. H6 - health effect clinical code: 4581 - significant reduction of irido-corneal angles. H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. H6 - type of investigation: 4110 - lens work order search: one similar complaint type events reported for units within the same lot. Manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim#: (B)(4).

Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting and significant reduction of irido-corneal angles. The lens was explanted and replaced with a shorter length lens. The problem was resolved. The cause of the event was reported as the device.

Manufacturer narrative:
Corrected data: b1: adverse event. H1: serious injury. Claim # (B)(4).